Event description:
It was reported during an endoscopy procedure, the colonovideoscope had lines/interference on the image. The procedure was completed with a back-up device with no further issues. The event resulted in a procedural prolongation of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.